Event description:
New 030459 instrument was used in the operation on antrum of stomach for sleeve and the staplers don't close b formation. There was delay in surgery.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three endo gia universal roticulator 60-4.8 single use loading units opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridges revealed that the loading units were partially fired. The anvils of the loading units were bowed and the knife bar assemblies were all buckled. Additionally, loading units one and two had damage to the cutting edges of their knife blades noted during microscopic inspection. One back extruded staple was observed embedded in the pushers on the clamping surface of loading unit ones staple cartridge. The loading units were loaded into a post market vigilance instrument for functional testing. Loading units one and two were applied to test media with proper transection and staple formation. Loading unit three was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock features successfully prevented the loading units from cycling again. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. . Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).